Event description:
Thunderbeat device stopped working interoperatively, was replaced by ligasure device to complete surgery. Sales representative was in the room during event. The device was given to him for investigation.